Manufacturer narrative:
(B)(4).

Event description:
Patient presented to the ER after receiving a vibratory notification. The patient had two non-sustained ventricular oversensing. Review of the episodes revealed possible lead noise oversensed on the ventricular channel. Noise was not reproducible with isometrics or pocket manipulation. The decision was made to monitor the patient. There were no adverse effects.